Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination was performed on the returned xxl device. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was noted within the balloon which is evidence of a device leak. The device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak approximately 29mm distal to the proximal balloon bond. The balloon material was visually and microscopically examined and no issues were noted that could have contributed to the damage identified. A visual and tactile examination identified no issues or damage along the shaft that could have contributed to the complaint incident. An examination of the markerbands and tip identified no issues that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right common iliac vein. A 16-4/5.8/75cm xxl esophageal balloon catheter was advanced for dilation. However, during the third inflation at 3 atmospheres, the balloon burst. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right common iliac vein. A 16-4/5.8/75cm xxl esophageal balloon catheter was advanced for dilation. However, during the third inflation at 3 atmospheres, the balloon burst. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.